Event description:
A customer reported an unexpected error upon using the adc application. The customer indicated they experienced seizure and/or loss of consciousness and it was reported that paramedics were called, however, no further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer reported getting an unexpected error when using their application. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. Attempted to replicate the user¿s complaint using similar device configuration of [samsung galaxy s9 android 10 2.10.1.10406, iphone 11 pro ios 16.6 2.10.2.7677] or the same configurations] and was unable to reproduce the complaint. No issues were identified with librelink application. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unexpected error upon using the adc application. The customer indicated they experienced seizure and/or loss of consciousness and it was reported that paramedics were called, however, no further details were provided. There was no report of death or permanent impairment associated with this event.